Manufacturer narrative:
Exemption number e2017027. Total number of events: 2131. Explanations of why the reports are being filed late: early loss of implants (failure to osteointegrate), and late loss of implants (loss of osteointegration after implant has been restored) need to be reported to the FDA as adverse events. Before our FDA inspection that took place from may 30 to june 2, 2016, it was not clear for us that these cases had to be reported. This is why the reports have been filed late. - attachment: [retrospective summary report approval number e2017027.pdf].

Event description:
Early loss and late loss of implants.